Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the prongs of the reamer were broken. The broken fragments were not returned. No other issues were identified with the returned device. No dimensional inspection can be performed due to post-manufacturing damage. Since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed. The complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). Reporter is a j&j sales representative the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon was using reamer / irrigator / aspirator (ria) 2 to ream a tibial canal. During the procedure 10.0mm reamer head broke off and left its coupling piece in the end of the shaft. Surgeon had to use pliers and nippers to cut the ria 2 soft goods off the shaft, they would not come off otherwise as the base of the reamer head was still in the shaft. Ria 2 head was retrieved via the reaming rod, no fragments were left behind. There were three (3) minutes surgical delay. Patient and procedural outcome is unknown. This report is for one (1) 10.0mm reamer head for ria 2 sterile. This is report 1 of 1 for complaint pc (B)(4).